Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous distal circumflex artery (cx). A thrombosis was identified and was removed with an aspiration catheter. The lesion was predilated with a 2.0x10mm balloon. The lesion was confirmed with ivus. A taxus express2 2.75x24mm drug eluting stent was deployed at 9 atms for 3 seconds. The stent was post dilated with a 2.75x8mm balloon inflated to 20 atms. Ivus was performed again. "A part of the lesion was not dilated enough" due to calcification. The inner diameter was about 2.0mm. No further treatment was performed and the procedure was ended. Pt status was satisfactory. Three days later, the pt experienced a thrombosis. There was a 100% occlusion from the proximal edge of the taxus liberte' stent. The thrombus was removed with an aspiration catheter and the lesion was dilated with a 2.0x10mm balloon. Ivus was performed. Fibrous plaque was found in the lesion. The lesion was then dilated with a 3.0mm balloon and a 3.0x30mm non-bsc stent was placed. The stent was post dilated with a 3.0mm balloon inflated to 20 atms. The inner diameter of the vessel was 2.6mm. No further complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The batch number is unk; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.